Manufacturer narrative:
Plant investigation: although it was stated that the actuator/test board and sensor board were available to be returned, to date no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008k2 hemodialysis (hd) machine had a burned actuator/test board and sensor board. The burned components were noticed during machine repair. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The actuator/test board and sensor board were the original fresenius parts on the machine. The biomed reported that there was no melting, burning smell, smoke, spark, or flame observed. The biomed reported that the there was no damage observed on any other components. The machine has approximately 19,959 hours and is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The biomed replaced the sensor board and actuator/test board, and the machine returned to service without reoccurrence of the reported event. The actuator/test board and sensor board were reported to be available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Device evaluation: the actuator/test board, sensor board, and motherboard were returned to the manufacturer for physical evaluation. The test machine failed with a ¿low flow error¿ and ¿cond. Ref. Failure¿ during the analysis investigation of the returned parts. Further visual inspection found a defective ic8 on the sensor board and burned ic32 on the actuator/test board. After replacing the ic8 on the sensor board and ic32 of actuator/test board, the test machine functioned properly during dialysis mode and passed a self-test program. There was no smoke or burning smell during the investigation. The cause of the observed burned mark could not be determined. Upon completion of the evaluation, the reported issue was confirmed.